Manufacturer narrative:
Patient identifier.. Age & date of birth. Patient sex . Weight. Ethnicity. Race - requested, not provided date of event: (B)(6) 2020. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: post catheterization lab procedure, the angio-seal vascular closure device was used. The patient leg was found to be pale and pulseless, requiring the patient to be transferred to the operating room for vascular surgery intervention. The original intended procedure was cardiac catheterization procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 05october2020: a 6fr. 11 cm sheath was used. A pre-deployment angiogram was performed. The patient condition was stable. Hemostasis was achieved with the angio-seal. We can not confirm the anchor was left in the patient. The collagen was deployed. There was no visual confirmation of the device showing the anchor missing. Testing was not performed to locate the anchor. Surgical intervention as follows a right common femoral and proximal superficial femoral endarterectomy, and bovine pericardium patch angioplasty.